Event description:
This lead has an unknown implant and explant date. It was explanted due to infection. No other information is provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)